Event description:
The iab was inserted into the pt on 10/30/1998 at 2:00 pm. On 10/31/1998 at 11:50 am, the iab leaked and the iab was removed. No second iab was inserted into the pt. The pt had bleeding that was not severe, minor ischemia and a thrombosis. The pt was made a "code iii" prior to iab removal and went on to expire on 10/31/1998 at 1:00 pm. The contact stated that the pt's death was not a direct consequence of the iab or iab therapy. On 11/16/1998 it was reported to datascope that the pt had lost pulses to both lower extremities and subsequently had the sheath removed. The pt had uncontrollable pulsatile bleeding from the iab insertion site. Approx 12 hours after the sheath was removed, the pump console alarmed "check iab catheter". Blood was then noted in the extension tubing. The iab subsequently stopped. The pt was unable to maintain blood pressure with the iab stopped. The family decided to make the pt a "no code". The iab was removed and the pt expired on 10/31/1998. Event complications: bleeding-not severe/minor, ischemia/thrombosis-reported 11/3/1998. Pt's current status: expired - reported 11/3/1998.